Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: supplier universal punch, packaged by: monument. Manufacturing date: september 04, 2012. Part 03.632.072, lot 6968779: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported the surgeon was in the middle of an open matrix lumbar fusion level 1 on (B)(6) 2016 and due to significant torque being exerted, the long matrix screwdriver shaft was stripped. It was reported it was from normal wear and tear. Another screwdriver was used to complete the case successfully. There was no surgical delay. The patient outcome is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation and device history record review were performed for the subject device (t25 stardrive shaft f/matrix long, part number 03.632.072, lot number 6968779). The returned driver was examined and the complaint condition was able to be confirmed as the driver was found to be twisted and worn with all six of the lobes damaged. No definitive root cause was able to be determined; the failure mode is consistent with incorrect technique/application of excessive force. The relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) reported the following event: it was initially reported that during the middle of an open matrix lumbar fusion level 1 on (B)(6) 2016, it was noticed that the screwdriver sleeve tip (distal end) was chipped. Another screwdriver sleeve tip was used for the procedure. Due to significant torque being exerted, the long matrix screwdriver shaft was stripped. It was reported it was from normal wear and tear. Another screwdriver was used to complete the case successfully. There was no surgical delay. The screwdriver sleeve which was reportedly chipped was initially determined to be non-reportable based on the available information. The instrument was returned to the synthes manufacturer for investigation and it was revealed that the threaded tip was found to be broken and was missing a segment. Based on this additional information, this event/condition was re-evaluated and was determined to be reportable for product malfunction. This instrument was reported as report 1 for (B)(4). This report is 2 of 2 for (B)(4).